Event description:
It was reported that during a breast biopsy, after hearing a grinding noise, the holster locked up and the vaccum did not stop. Another device used to complete the procedure with no pt consequence.